Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed. Customer stated he changed his set and reservoir when alarm occurred. The customer's blood glucose was 125mg/dl. The drive support cap is sticking out. The customer was advised the pump will need to be replaced. In addition, the dome label is gone.